Event description:
Litigation papers allege pt has suffered symptoms including but not limited to severe pain, problems sitting and standing, elevated levels of metal ions in her blood, and possible loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.